Event description:
Doctor reported via phone that the tip of instrument fragmented during nail plate (finger nail) removal and closed reduction proximal percutaneous pinning of p3 (phalanx) fracture - doctor was able to remove pieces. The debris was removed using irrigation of the wound. An infection occurred not necessarily due to the event and was treated with antibiotics.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.